Event description:
During shift checks, the autopulse platform (B)(6) displayed fault code 27 (encoder fault) and fault code 34 (encoder failure) error messages intermittently. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (B)(6) displayed fault code 27 (encoder fault) and fault code 34 (encoder failure) error messages were confirmed during archive data review, however, only fault code 27 was confirmed during the functional testing. It was determined that the probable root cause of fault codes 27 and 34 was due to a defective integrated encoder gearbox likely attributed to wear and tear. The autopulse platform is a reusable device that was manufactured in january 2011 and is over 12 years old, well past the expected service life of five years. Upon visual inspection, unrelated to the reported complaint, observed a cracked bottom enclosure, likely attributed to user mishandling, such as a drop. The bottom enclosure needs to be replaced to remedy the problem. In addition, unrelated to the reported complaint, scratches on the ui membrane were noted, likely attributed to wear and tear or user mishandling. The ui membrane needs to be replaced to address the observed physical damage. A review of the archive data showed fault code 27 and 34 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The platform failed the initial functional test with the fault code 27 error message, thus confirming the customer's reported complaint. The defective integrated encoder needs to be replaced to address the fault. The brake gap inspection verified the brake gap was within the specification, and a load cell characterization test confirmed that both cell modules function within the specification. Waiting for the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).